Event description:
It was reported that the ilet housing separated while the user was handling the device, with the screen remaining usable and the device still powered on; the user taped the device and continued to monitor blood glucose, and a replacement was arranged with return of the original. Investigation included collection of device history and user account information and arrangement for return of the device for evaluation. Further investigation of this case revealed a physical integrity issue consistent with a broken, cracked, or delaminated screen or enclosure, with potential compromise to insulin delivery. There was no user reported clinical symptoms or injury during the event. Outcomes included continued insulin therapy management by the user while monitoring glucose and continued cgm use with phone or receiver until replacement. It was concluded that the device experienced a hardware enclosure failure, without clinical harm or user injury.